Manufacturer narrative:
Concomitant medical products: product ID: 977a275; lot#:serial#: (B)(4); implanted: on (B)(6) 2021; explanted: on (B)(6) 2023; product type: lead; product ID: 977a275; lot#serial#: (B)(4); implanted: on (B)(6) 2021; explanted: on (B)(6) 2023; product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot#: (B)(4), ubd: 15-dec-2024, UDI#: (B)(4); product ID: 977a275, serial/lot#: (B)(4), ubd: 15-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient developed an infection. For a while it was well under control, but got worse again. In consultation with a microbiologist it was decided to explant the system. The infection was procedure related. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead, UDI: (B)(4); product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead, UDI: (B)(4). This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient experienced an infection in their back as of (B)(6) 2022- that was associated with the lead. The event, classified as mild, was treated with medication and was considered resolved without sequelae as of (B)(6) 2022. However, on (B)(6) 2023, the patient developed a staphylococcus aureus infection, also related to the procedure and associated with the lead. This subsequent event, classified as moderate, required treatment with medication and surgical intervention, including explant surgery. The staphylococcus aureus infection remained ongoing at the time of study completion. No further complications were reported or anticipated.